Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was introduced and on the first inflation, the balloon burst at 11atm. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.